Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump, that was implanted in (B)(6) 2015, had quit working the (B)(6) of 2016. It was noted that the patient did not know why the pump quit working. The date (B)(6) 2016 is an approximate date of event (year known only). The patient had a new pump implanted in (B)(6) of 2016. No patient symptom was reported. No further patient complications have been reported as a result of this event.